Manufacturer narrative:
(B)(4). Date sent: 12/23/2020 d4: batch # t5e36x h6: component code: others(g07) investigation summary upon visual inspection of four photos, the following was observed: the first photo shows a device from trigger area with batch # t5e36x. Also, the firing trigger can be seen in closed position. The second photo shows a device on the hands of the user and the firing trigger and anvil can be seen in closed position. The third photo shows a green reload with batch # t5cze5 inside of a plastic bag. The fourth photo shows a green reload from deck area and it appears to be fully fired. Based on the photos reviewed, the event describe cannot be confirmed, due to that no malformed staples were noted. Please refer to the device analysis for full analysis details and conclusion., the analysis found that one ec60a device was returned with no apparent damage and with one ecr60g reload no loaded in the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process all  devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Four photos received. Upon visual inspection of four photos, the following was observed: the first photo shows a device from trigger area with batch # t5e36x. Also, the firing trigger can be seen in closed position. The second photo shows a device on the hands of the user and the firing trigger and anvil can be seen in closed position. The third photo shows a green reload with batch # t5cze5 inside of a plastic bag. The fourth photo shows a green reload from deck area and it appears to be fully fired. Based on the photos reviewed, the event describe cannot be confirmed, due to that no malformed staples were noted. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the endoscopic lobectomy surgery, when severing lung lobe tissue, after fired, noted some staples malformed with irregular shape( with straight leg). Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.